Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The fiberoptix sensor (fos) connector and cal key were connected to the intra-aortic balloon pump (iabp) console, serial number (B)(4). The connection between the fos connector and pump was not secure. In addition, fos was not recognized. The user tried to use the catheter with arterial pressure (ap) select. The sheath was inserted into the patient's (pt) left femoral artery. When the user tried to insert the balloon through the sheath, "the balloon was stuck inside the blood on the way to aorta." According to the user, pt had tortuous vessels. After the event, the catheter and sheath were removed as one unit and a new kit (iab-05830-lws) was used. There was no patient death or injury reported. Medical/surgical intervention was not required. It is unknown if there was a delay in therapy. The patient's outcome is listed as "good". Additional information received on 06/22/2010 from arrow (B)(4) stated that the super arrow-flex sheath was used and that the iab stuck in the sheath. It was also noted that negative pressure was not applied before use.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.